Event description:
At the beginning of an rf procedure, the ground pad cable did not work properly. Troubleshooting efforts were unsuccessful. The pt had already been given local anesthesia when it was decided to cancel the procedure.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.